Event description:
It was reported that when the customer open the package, it was found that bd preset¿ arterial blood collection syringe plunger stopper was deformed. The following information was provided by the initial reporter: "when opened the package, it was found that the plunger stopper was deformed.¿

Manufacturer narrative:
"Material #: 364314. Lot/batch #: 1229409. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for deformed plunger stopper was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed plunge stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd determined that the root cause of the indicated failure mode was attributed to worn manufacturing equipment as well as interfering parts within the manufacturing process. Several corrective actions are being put in place which include repositioning equipment and replacing worn parts. The process will continue to be reviewed after corrective actions have been completed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." "Bd did receive one photograph from the customer in support of this complaint. Attached photographs show that the plug on the end of the plunger was squashed and deformed. 10 retained samples were visually checked and no defects were found. Bd was able to confirm the customer¿s indicated failure mode based on the photograph provided. The process was observed, and two root causes were identified: within the sortimat machine (plunger to barrel assembly process) the air line pipe sits just below the barrels, this gives potential for the barrels to be knocked out of position whilst the machine is in motion. If the barrels were knocked ever so slightly this could skew the alignment of the plunger rod to barrel insertion process, therefore resulting in a deformed plunger. Stainless steel gripper jaws that hold the plunger rods whilst they are being inserted into the barrels are looking worn and need replacing (noticeably lane 4). The worn jaws allow the plunger rod to have a little play when gripped which then has an affect on the insertion process / alignment of rod to barrel. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."